Event description:
The ligasure device fired fine the first time but then it started not firing correctly. It would start but not complete the cycle and showed an error on the valleylab. A new ligasure was used to finish the surgical case. No harm to pt.